Manufacturer narrative:
(B)(4): method: no product returned. Result: record evaluation completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports with direct check quality control "they were running lqc and the directcheck vial cracked and went through the glove and pricked the finger of lab associate performing the test". They immediately cleaned the wound with alcohol, soap and water. No particles left in the wound as it just poked through the skin. No report of serious injury, or administration of any medical treatment other than cleaning wound with alcohol, soap and water. It is not known if the protective sleeve was in use at the time this event occurred.